Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. No intervention took place on the lead. The patient has since passed away due to natural causes and not for reasons related to their implanted system. No patient complications have been reported as a result of this event.